Event description:
It was reported that during a vaginal hysterectomy it was noted that the pt received 1-2 degree bilateral burns to the introitus labia at four and eight o'clock. Antibiotic cream was applied. The device was reported to be held at the user facility. Add'l info was requested, but no add'l info was provided. A supplemental report will be filed if add'l info is received.

Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be held by the user facility.